Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage was noted. While performing a pci the physician was unable to advance the 2.75 x 24mm taxus express2 drug eluting stent through the 99% stenosed, calcified and severely tortuous target lesion located in the mid left anterior descending (lad) artery. Pre dilation was performed using a 2.5x20mm non bsc balloon. When the physician tried to withdraw the device, it was noted that the stent caught on a tip of a 6fr mach 1 guiding catheter and the struts lifted on the distal edge of the stent. The procedure was successfully completed with another unk device. No pt injuries or complications were reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.